Manufacturer narrative:
(B)(4).the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported condition. Functional leak testing was performed and no leak was observed. The evaluation did not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type extension set leaked. The customer stated that the leak was from the luer lock. The customer stated that this issue occurred during priming. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.